Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was determined that the device did not meet acceptance criteria of evaluation process due to a "service required" code related to an internal battery fault being found. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was determined that the device did not meet acceptance criteria of evaluation process due to a "service required" code related to an internal battery fault being found. The device's internal battery was replaced to address the issue, but device was still receiving the service required code after internal battery swap. Manufacturer recommended replacing the power management board. Customer does not want any repairs done to device, device will be returned unrepaired. Customer to be notified that unit was not serviced and device may not be appropriate for use on a patient in its current condition.